Event description:
A percutaneous coronary intervention (pci) was done to treat the lesion. The lesion was pre-dilated and a 3.0 x 13mm cypher stent didn't dilate; no pressure. Then hub leakage was observed after the lesion was crossed and positive pressure was being applied to inflate the balloon. There was no inflation at all. There was no reported patient injury.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be sumitted upon 30 days of receipt.